Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, it was reported that air bubbles were observed with in the infusion set tubing. Reportedly, the air bubbles were successfully primed out and the occlusion alarm was cleared to resolve the issue and resume insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. The cause of the low bg is unknown as customer declined additional assistance from tandem customer technical support regarding the issue.